Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigation was able to confirm/reproduce the reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure and related to device design. A review of the instrument log of the tenaculum forceps (part # 470207-10 / lot # n10210202-0050) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk3468. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, a tenaculum forceps instrument did not work as intended. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.